Event description:
The bench repair technician found the mx40 telemetry device had no audio. The issue is not associated with a death, serious injury, product design, or labeling deficiency. There was no adverse event reported.